Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient's husband that 9 years post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic bioprosthetic valve for unknown reasons. No further adverse patient effects were reported.